Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. A second clip was advanced and failed establishing final arm angle (effa). It went from being fully closed to opening with every rotation of the knob. The clip was removed. Two additional clips were implanted. Three clips total were implanted reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.